Event description:
It was reported that following weight loss patients ipg was moving around and patient experienced discomfort at the ipg site. Patient also experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was repositioned, and patients leads were explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.